Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal power distributor and completed the device evaluation. The unit was analyzed but the reported error 31221 could not be reproduced, however the error was confirmed and verified via error logs and system logs.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a caller reported repeated error 3122. The customer performed system reboot but the issue reoccurred. The technical support engineer (tse) asked the customer to perform system reboot with emergency power off (epo) on patient side cart (psc), but the issue reoccurred. The procedure was converted from da vinci x system to da vinci xi system. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the procedure was successfully completed with the da vinci xi system. To resolve the reported issue and continue the procedure, the site restarted the system and log analysis was conducted with support of field service engineer, and finally, another system was used.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distributor (upd). A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.